Manufacturer narrative:
Section d1 brand name corrected.

Manufacturer narrative:
D6a should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 and automated impella controller (aic) were being prepped for support of a 63 year old male patient who had been admitted in with cardiogenic shock and cardiomyopathy. During the prep of the aic there was a controller error that prompted the team to replace the aic and proceed with a new aic for the support initiation. The console exchange will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.